Manufacturer narrative:
The device will not be returned to olympus for evaluation. As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The testing was performed after a therapeutic endoscopic retrograde cholangiopancreatography procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide an update to fields (a2, a3, a4, a5, a6, b5, d8, and h3) and to provide a correction to field (d9). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. The user provided the following result of the culture test, performed at the third-party labs: (the subject device was culture tested for multiple times between (B)(6) 2023 , which results were reported as positive. However, the only detailed information provided were result of the first test.) Positive culture date: (B)(6) 2023. Sampling from: channel and forceps elevator. Cfu: unknown. Bacterial identification: penicillium. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu: unspecified. Bacterial identification: bacillus infantis. Sampling from: instrument/suction channel. Cfu: unspecified. Bacterial identification: staphylococcus hominis. Sampling from: distal end & elevator mechanism. Cfu: unspecified. Bacterial identification: bacillus toyonensis. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relationship between the positive culture and the device cannot be confirmed. The root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient did not have symptoms of infection and the infection was found from a routine culture performed during a whipple procedure done for a neuroendocrine tumor. The patient was treated with zosyn and erythromycin. The infection was found through bile fluid culture collected during surgery (date of culture (B)(6) 2023) ostreptococcus anginosus, haemophilus parainfluenzae, prevotella species, and serratia marcescens. The reprocessor was not cultured. The scopes were cultured and came back positive for penicillium several times despite reprocessing. Per last patient note, the patient is doing well post-operatively with no additional complications. Additionally, it was reported that an infection prevention nurse has tracked other patients whose procedure was performed with the device and no infections have been reported. The subject device was used for a procedure after this event.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-00017. This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: additional information in evaluation tab update to b1, b2, b5, g2, h1, h4, h6 and h10 an correction to h6. Additional information revealed that the faclity use sterile water and inject it into the instrument channel of the scope. The water is collected in a container at the distal tip of the scope. They use a sterile swab w iping the distal tip of the scope as well as the elevator. The swab is then placed in the same sample of water from the instrument channel. Only one sample is sent off for evaluation. Due to the asset listing error, the customer has not been able to try anything with the scope. It is currently quarantined and not in use. The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information from the olympus employee reported that upon follow-up at the site and discussing the positive culture report with the customer, it was discovered the facility had two potential patients post procedure infections. Both instances the patient had an ercp- endoscopic retrograde cholangiopancreatography procedure before the infection and a culture positive scope was used in the procedure. The customer has not disclosed the date the scopes were cultured, and the type/growth of microbiological organism tested. The facility is reported to be inquiring further details from the infection prevention control. 2 similar occurrences have been reported by the customer for patients having post-procedure infections at their facility with the patient identifiers: patient identifier # (B)(6) evis exera iii duodenovideoscope tjf-q190v, sn 2124301 (this report). Patient identifier # (B)(6) evis exera iii duodenovideoscope tjf-q190v sn -unk.